Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID; endurant stent graft; sn; unknown, ubd; unknown, upn# unknown. Product ID; endurant stent graft; sn; unknown, ubd; unknown, upn# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patients stent graft limbs were embolized in 2018 as it was suspected that the aneurysm sac was expanding due to a type ii endoleak, however, this did not resolve the event. The patient was brought in for more imaging the next year and a suspected type iii endoleak was identified. A secondary procedure was carried out. The right internal iliac artery was embolized and two straight stent graft limbs were implanted on the ipsilateral side from the flow divider into the external iliac artery. Final angiogram showed that blush was no longer present, however, there was still some filling of the internal iliac artery. The physician was not concerned and expected it to thrombose. As per the physician, the cause of the aneurysm expansion was due to a type iii endoleak. No additional clinical sequelae were reported and the patient is being monitored.